Event description:
Fluoroscopic imaging during the procedure revealed that a portion of the distal cutting tip had broken away from the sacrum curette. The instrument was removed leaving a portion of the tip in the intra-articular space. The dr was unable to retrieve the fragment using irrigation/suction; the subsequent curetting step was performed and the procedure was completed without incident. As an unintended portion of the device remains in the pt an MDR is filed to document the malfunction.

Manufacturer narrative:
Lot history review showed no discrepancies. The instrument was returned without components; no conclusion could be made from eval.